Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown. This record is for the left side. Device was explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported capsular contracture baker grade unknown. This record is for the left side. Device was explanted, replaced, and discarded.